Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that around (B)(6) 2020, the patient started noticing that the stimulation would turn off intermittently and they would have a return of pain. Then, when they would turn the ins back on, they would experience a jolt / jumping sensation that felt like a shock. They explained that when they would turn the ins back on, the amplitude was still at the same level it was before it had turned off. Initially, the patient thought the stimulation was turning off because the ins charge was low, but they have found it was turning off also when the ins was fully charged. The patient confirmed that they hadn't experienced any trauma, falls or any excessive bending, twisting or stretching that could have contributed to this to start. Patient services reviewed that the amplitude could be decreased to 0 volts before turning the ins back on, which should prevent the shocking sensation. They also redirected the patient to see a doctor to have the ins checked. No further complications were reported or anticipated.